Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Device not returned.

Event description:
The sales representative reported "the surgeon had some difficulties with this case and was not so happy...as far as I know he ended up resecting more bone as planned. This ended up in a situation of stem being too long and needed to be shortened in the operating room. I understood the original planned resection level was not big enough for the hinge mechanism causing this issue. There was a surgical delay: between 60 to 90 min. The sales rep also reported a periprosthetic fracture "after the additional resection on tibia he needed to ream more for the stem and the reamer made a hole in to tibial wall (perforated) which he was fixing with plating."

Manufacturer narrative:
Reported event: an event regarding size/fit issue involving a patient specific total knee replacement was reported. The sales rep reported that additional resection was needed, ending up in a situation of stem being too long and needed to be shortened. Moreover, the reamer made a hole in to tibial wall, which was fixed with plating. The event was not confirmed. Method and results: product evaluation and results: not performed as the device remains implanted. Clinician review: not performed as no x-ray images were received. Product history review: review of the product history records indicate 1 device was manufactured and accepted into final stock on 31jan2020 with no reported discrepancies. Complaint history review: based on the device identification the complaint databases were reviewed from 01jan2017 to present for similar reported events regarding size/fit issues involving patient specific total knee replacement. There have been 2 other events. An event regarding size/fit issue involving a patient specific tkr was reported. The sales rep reported that additional resection was needed, ending up in a situation of stem being too long and needed to be shortened. Moreover, the reamer made a hole in to tibial wall, which was fixed with plating. The event was not confirmed.since the tibial stem was cut, this event was categorized as off-label use. The exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by siw. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be re-opened.

Event description:
The sales representative reported "the surgeon had some difficulties with this case and was not so happy...as far as I know he ended up resecting more bone as planned. This ended up in a situation of stem being too long and needed to be shortened in the operating room. I understood the original planned resection level was not big enough for the hinge mechanism causing this issue. There was a surgical delay: between 60 to 90 min. The sales rep also reported a periprosthetic fracture "after the additional resection on tibia he needed to ream more for the stem and the reamer made a hole in to tibial wall (perforated) which he was fixing with plating."